Event description:
The customer reported the mouse was not working and no keyboard was attached. When the mouse and the keyboard failed, the system will not boot. There is no report of injury or death associated with the event descried in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. As a precaution the mouse was replaced. The system was tested and found to be working as intended and put back into service.